Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare provider reported that on (B)(6) 2018 a customer reported she received a ¿lo¿ (a reading less than 40 mg/dl) on her adc freestyle libre sensor, despite the customer not experiencing any symptoms of hypoglycemia, just anxiety. The next day when the customer attempted to perform a scan she received a ¿scan again in 10 minutes¿ message which continued for the four days she was using the sensor. Customer had contact with a healthcare provider, was diagnosed with hyperglycemia and treated with an unspecified amount of rapid-acting insulin. A reading of 320 mg/dl was reported but it is unknown when it was received or on what meter it was obtained on. There was no report of death or permanent injury associated with this event.

Event description:
A healthcare provider reported that on (B)(6) 2018 a customer reported she received a ¿lo¿ (a reading less than 40 mg/dl) on her adc freestyle libre sensor, despite the customer not experiencing any symptoms of hypoglycemia, just anxiety. The next day when the customer attempted to perform a scan she received a ¿scan again in 10 minutes¿ message which continued for the four days she was using the sensor. Customer had contact with a healthcare provider, was diagnosed with hyperglycemia and treated with an unspecified amount of rapid-acting insulin. A reading of 320 mg/dl was reported but it is unknown when it was received or on what meter it was obtained on. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Since no product has been returned, extended investigation has been performed for the reported complaints and determined that there was no indication that the product did not meet specification. The reported complaints do not pertain to the freestyle libre reader. Therefore, no further investigation into the reader will be required. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.